Event description:
It was reported that the cartridge would not fit onto the pump. There was no reported impact to the customer's blood glucose level. The customer changed the cartridge successfully and resumed insulin therapy.